Event description:
Boston scientific received information that this right atrial (ra) lead and brady device exhibited high out of range pacing impedance measurement and lead fracture was suspected. Additional information received that the cause was not determined and that ra lead exhibited loss of capture (loc). The lead was surgically abandoned and new atrial lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.